Event description:
The user facility reported a 86-year-old male patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient presented with aortic stenosis and decreased ejection fraction. It was reported that the impella cp was initially placed but a kink formed in the aorta, and poor flow was noted. The impella was removed and successfully placed a second time with no flow issues reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.